Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. A visual inspection of the generators exterior found the rear cover plate missing. The reported condition was not confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. An additional failure was found during the investigation that did not cause or contribute to the reported condition. Error code 198 was found in memory. The investigation could not determine a root cause or a probable root cause for the failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the unit was used in the bipolar mode and the patient had a burn on the nose. There was a patient injury and medical intervention was required.